Event description:
It was reported that the patient developed an infection following the implantation of an implantable neurostimulator (ins) on (B)(6) 2011. The patient's stitches popped open about one week after the operation and the infection developed at the ins pocket site on the right buttock. The infection presented with "oozing," warmness, and tenderness. The ins was explanted on (B)(6) 2012 and a new ins was implanted at a different site. The patient noted that the original pocket incision was treated with silver nitrate and dressings and took about three months to heal. The incision healed completely but left a scar. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v800432, implanted: (B)(6) 2011, explanted: na. Product typ lead product ID 3037, lot# serial# (B)(4), product typ programmer. (B)(4).